Manufacturer narrative:
The reported device was not returned to olympus for evaluation; however, the user facility returned an unopened brand new thunderbeat device from the same lot for evaluation. A visual inspection was performed and observed no physical damage on the package or device. The cause of the reported event could not be determined as no abnormalities were found.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The root cause for the probe breakage is most likely due to the probe coming in contact with a hard or thick surface during activation. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Additionally, the generator produces an error warning to perform a probe check (u504) in an effort to prevent probe breakage from occurring. If the user ignores this error code and continues to use the device, there is a high likelihood of the probe breaking.

Event description:
Olympus was informed that the probe broke off inside the patient during the middle of the laparoscopic cholecystectomy procedure. Error codes u511, u508, u504, u509, and u512 were displayed on the generator during seal and cut. It is unknown if there was metal to metal contact. The probe was left inside the patient. Another thunderbeat handpiece was used to finish the procedure. There was no patient injury. Post-op x-ray revealed that the broken piece was in the abdomen. There were no plans to remove the broken piece.